Event description:
A customer contacted beckman coulter regarding an elevated accu-tni result from a single pt that was generated by the unicel dxl 800 access instrument. > the elevated accu tni result was 0.76ng/ml. > the result was reported out of the lab. The customer retested the pt's original sample for accu tni 3 hours later. > no information provided why the sample was retested. > the repeated accu tni result was 0.3ng/ml. > the customer did not provide any additional info regarding this event. The customer indicated that there has been no change to pt treatment that can be attributed to this event.